Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the situation, the customer service team arranged for the shipment of a replacement pump, instructing the caller to return the faulty pump using a provided return box and pre-paid label. Prior to using the replacement pump, the caller was required to complete training by logging into their tandem account, and the caller acknowledged the instructions given.